Manufacturer narrative:
The purpose of this investigation was to examine the returned devices. No destructive evaluation was performed. The uhmwpe lock ring was not returned. No abnormal wear features were observed on the uhmwpe liner. Scratches, possibly created by thirdbody debris, were observed on the cocr articular surfaces.

Event description:
It was reported revision surgery was performed due to pain. Osteolysis was present.